Manufacturer narrative:
The mvp-5q remains implanted in the patient; product analysis cannot be performed. The device was not returned and procedural images were not provided. The reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information.

Event description:
Medtronic received reports of mvp-5q migration during a procedure. The patient was undergoing a pre-planned splenic artery embolization; the treatment plan was to remove the patient¿s spleen after embolization. During the procedure, the splenic artery was accessed with a guide catheter, then a microcatheter was coaxially introduced through the guide catheter. Once the microcatheter was positioned properly, an angiogram was performed and the splenic artery diameter was measured to be 4mm. An mvp-5q was selected based on the vessel diameter. The mvp-5q was prepared as indicated in the IFU. The plug was placed in the microcatheter behind a saline flush. The mvp was deployed in the correct position and the physician left the pushwire attached to the plug. The physician waited 10 minutes to allow the mvp to occlude the vessel. A mild test injection was performed; it was reported that flow in the vessel appeared to be slowing and flow around and through the plug was observed. The physician decided to detach the plug. Immediately after detachment, the plug ¿shot down stream from the vessel¿ landing within the spleen. The physician decided to place coils in order to embolize the vessel. There were reportedly no injuries in association with this event.